Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-01288. It was reported the patient needed an MRI for non-scs related issues; however, the scs leads had impedance issues which were preventing the scs ipg from going into MRI mode. As a result, the scs system was explanted.

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-01288.